Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support (tts), however customer declined to complete the check. Customer's blood glucose was 242 mg/dl.